Event description:
A patient reported experincing inaccurate low results with an ot ii meter. The patient's blood glucose results were 100's mg/dl (meter), 500's mg/dl (lab). (In the reported issue notes it doesn't give any exact results). Tests were done 30 minutes apart with a difference of 118%. Patient did not experience any adverse events. No further information has been reported.